Manufacturer narrative:
It was reported that both the cns and rns monitors were in comm loss with 63 tele devices. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being used in conjunction with the cns. Concomitant medical product: rns (sn# unknown); gz-130p (sn# unknown).

Event description:
It was reported that both the cns and rns monitors were in comm loss with 63 tele devices. No consequence or impact to the patients were reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer stated their gz transmitters went down on (B)(6) 2019. The entire network went down for 5 minutes and came back up. Customer was unable to provide additional information. Customer later called to report the same rooms (18, 19 and 20 on the 6th floor) were still down. The issue started late night on (B)(6) 2019. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: on (B)(6) 2019, customer reported gz-130pa, sn: (B)(6) on ticket: (B)(4) and two others were showing intermittent to constant "comm loss". The other two devices are under the following tickets: sn: (B)(6) on ticket: (B)(4) and sn: (B)(6) on (B)(4). These transmitters stayed in the room they're assigned and never leave those designated areas. Nk ts explained to customer that it's likely wireless coverage issue since it is occurring on more than one gz devices. The issues were reported to be isolated in rooms 18, 19 and 20 on the 6th floor. Thus, issues for serial numbers: (B)(6) under tickets: (B)(4), respectively, were the same issues reported under the original ticket: (B)(4). Hospital it believes the server settings are incorrect. As of 5/30/2019, nk tech support and server group are investigating the issue. Investigation conclusion: although the root cause could not be determined, the issue has since been resolved with a new server. The issue was not related to individual patient monitoring devices, but rather networking related. Since the issue has not re-occurred, no CAPA is required. Additional device information: the following devices were being used in conjunction with the cns. D11 & c2: rns (sn#: unknown); gz-130p (sn#: unknown). Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. Corrected information: e1: initial reporter address: changed from (B)(6).

Event description:
It was reported that both the cns and rns monitors were in comm loss with 63 tele devices. No consequence or impact to the patients were reported.